Manufacturer narrative:
The xience v stent is being reported under MFR #2024168-2009-01462.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: a free floating stent remaining in the patient's anatomy is considered to be a permanent impairment. Device issue: stent dislodgement. It was reported that the xience v stent was deployed in a lesion in the left anterior descending (lad) artery and a perforation occurred. A 3.0 x 19 mm graftmaster was being advanced to treat the perforated lad; however, it did not cross. The device could not be withdrawn into the 6 fr guiding catheter and the stent dislodged in the patient's anatomy. The dislodged graftmaster stent was free floating and moved first to the knee and then floated down to the patient's ankle. An attempt to remove the dislodge graftmaster stent with a snare device was unsuccessful. A 3.0 x 12 mm graftmaster was used to successfully cover the perforation. Therefore, the dislodged graftmaster stent remains in the patient's anatomy. No additional event or patient information is available.